Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. For evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the subject device tested positive for streptococcus viridans. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from air/water channel of the device tested positive for aerobic bacteria (12cfu/ channel), and no microbes were detected from the sample collected from instrument channel and the distal end. The exact cause of the reported event could not be conclusively determined.